Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). During baxter's eval, the false downstream occlusion alarm was confirmed and was not reproduced. Review of the event history log confirms multiple occurrences of downstream occlusion alarms. The downstream sensor assembly was replaced to correct this condition.